Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial#(B)(6). Implanted: (B)(6) 2022. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the company representative (rep) regarding the patient receiving intrathecal fentanyl 450 mcg/ml at 59.26 mcg/day via an implantable pump. It was reported that after the patient's last pump refill (4/1/2025), she noticed swelling at the pump pocket site. Since then the swelling keeps getting bigger. She experienced no withdrawal symptoms or change in her pain level. Patient did report headaches. Patient reported no falls or injuries. Patient works at a nursing home as a certified nursing assistant (cna) and lifts patients as part of her job. The healthcare provider (hcp)had told the patient multiple times not to lift heavy patients. On 05/1/2025, the patient had a pump catheter dye study. The hcp removed 25 mls of serious fluid from the pocket. She then accessed the catheter access port (cap) and aspirated the catheter without difficulty. They then used x-ray to f ind the catheter tip and it was still at the original location t8. The hcp then injected dye and they could see an area around the anchor site getting darker from the contrast. The hcp and the patient discussed explant due to the repeat occurrence of the catheter leaking cerebrospinal fluid (csf) from around the anchor site. No surgery had been scheduled at this time, but was planned. The issue did not resolve at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the hcp just saw her yesterday ((B)(6) 2025). The patient had regained some of the swelling, but not all of it. She would not wear a compression garment or stop the heavy lifting. They discussed how it was a seroma and not cerebrospinal fluid (csf), because there was no protein or sugar in the fluid sample we sent the day of the pump study. The patient wants it out. The hcp turned it down again and went down 15%.at this time they had no further information and explant surgery had not been scheduled yet.